Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the capsule damage was a small flap lifting upward on the proximal part of the capsule.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, some slight difficulty was observed during advancement of the valve. Upon the attempted deployment of the valve, more than 3 recaptures were required as the correct positioning could not be achieved. Subsequently, the system was withdrawn from the patient and an additional pre-implant balloon aortic valvuloplasty (bav) was performed with a 23 millimeter (mm) balloon. Following removal of the system, a deformity was observed on the outside of the capsule. Subsequently, a new valve and delivery catheter system (dcs) were opened and used. Per the physician, the patient's severely calcified native valve contributed to the event. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: {evproplus-29}; product lot/serial number (B)(6) product type: {0195-heartvalves}; implant date: {n/a}, explant date: {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.